Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 600 mg/dl since (B)(6) 2010. The patient examined the infusion set on 01/24/2011 and found "cuts" in the tubing. No further information is available. The patient did not require medical assistance from a health care professional or other party to address the issue. The infusion set was requested to be returned for evaluation.